Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that something on one side did not make good contact. Boston scientific technical services (ts) discussed about need to re-program or perform surgery to resolve the issue. There was no further information for the patient involved or the model and serial number of the device as the patient refused to disclose any information. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.